Event description:
It was reported that the femoral bushing could not be inserted completely. So, the surgeon used a spare bushing instead of it and the spare bushing could be inserted completely. The procedure was completed without any problems.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.